Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa immunoassay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in a total psa value of 0.021 ng/ml and repeated as 26 ng/ml. The repeat value agreed with a previous total psa result of 23 ng/ml measured from the patient 2 months prior to the event. The total psa reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer replaced a joint as the sample probe was randomly leaking. The measuring cell was replaced. The investigation determined the service actions resolved the issue.